Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown cocr femoral head 36mm 0. Additional information has been requested and if received, will be provided in the supplemental report. Hospital policy.

Event description:
Hip was revised due to femoral head dissociation.the femoral stem was revised due to damage to the stem trunnion and a revision femoral prosthesis was implanted.

Manufacturer narrative:
An event regarding a head and stem disassociation involving an unknown cocr femoral head 36mm 0 was reported. The event was confirmed by a medical clinician¿s review of an x-ray. Method and results: device evaluation and results: a visual, dimensional, functional, or material analysis could not be performed as the device was not returned for evaluation. Medical records received and evaluation: a review of the provided x-ray by a clinical consultant indicated: ¿there is insufficient documentation presented to determine the reasons for mechanical failure of the taper connection. Further documentation required would include: operative reports and surgical implant records from the index and revision surgeries. X-rays¿ device history review: a review of the device history records could not be performed as the product lot number was not provided. Complaint history review: a complaint history review could not be performed as no catalog or lot number was provided. Conclusions: the investigation concluded that the exact cause of the event could not be determined because further information such as identification of the device, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes and the return of the devices are needed to complete the investigation. It was also concluded that there is no indication the event is related to a manufacturing issue.

Event description:
Hip was revised due to femoral head dissociation. The femoral stem was revised due to damage to the stem trunnion and a revision femoral prosthesis was implanted.